Manufacturer narrative:
This renew lapclinch grasper tip is currently under investigation. There was no harm to the patient.

Event description:
During a laparoscopic cholecystectomy procedure, the renew lapclinch grasper tip broke while it was in use. It was holding onto the fundus of the gallbladder. No harm to the patient.